Manufacturer narrative:
Correction to previous h11 (regarding b3) - update to "b3/d10: these events occurred sometime between june 6, 2024 - august 7, 2024." H4: the lot was manufactured between november 27-29, 2023. H11: three (3) actual devices were received for evaluation containing 41, 46 and 52 ml of fluid in their bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples and the flow rates were found to be within the product specification range. The returned samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime between july 27, 2024 - august 9, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) large volume folfusors underinfused during infusion. The pumps were filled to nominal volume with piperacillin tazobactam18000mg in sodium chloride 0.9% solution. The expected therapy time was 24 hours, but the pumps were not fully infused after the 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.